Manufacturer narrative:
As reported, the patient had implant of an optease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism, multiple fractures of the ribs and spine. The indication was hematemesis. The filter was successfully deployed during the index procedure. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. Per the patient profile form (ppf), the patient reports the filter fractured approximately four years and nine months post implantation. The fractured filter has not been removed from the patient. The patient also reports severe pain and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, after an unspecified period of time when an optease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the filter fractured approximately four years and nine months post implantation. The fractured filter have not been removed from the patient. The patient reports to suffer from severe pain and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter perforation of the vena cava wall is addressed in the IFU as a possible long-term complication and fracture of a filter strut may be a contributing factor. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. Due to the nature of the complaint, the reported pain and mental anguish experienced by the patient could not be confirmed and the exact cause could not be determined. With the limited information available it is not possible to determine an exact cause for the reported events of filter fracture, pain and mental anguish. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00289 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, after an unspecified period of time when an optease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the filter fractured approximately four years and nine months post implantation. The fractured filter have not been removed from the patient. The patient reports to suffer from severe pain and mental anguish. According to the medical records, the patient had a history of pulmonary embolism, multiple fractures of the ribs and spine. The filter was successfully deployed during the index procedure.